Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation at the service center, it was noted that the devices lcd screen was blank. The devices lcd screen needs replaced to address the issue.